Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor reader was "extremely hot". The patient stated that the reader was extremely hot and was scared to put it over their skin. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.